Manufacturer narrative:
Product event summary: at analysis it was noted that the generator was received in good cosmetic/mechanical condition and passed its incoming testing but that the bail and ring attachments were broken, the ventricular connector was damaged and the battery contacts were contaminated. All defective parts were replaced, the main board was calibrated and the battery cleaned. The device then passed all tests with no visual or electrical anomalies. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator was returned for preventive maintenance and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.